Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
As reported by medicon, the doctor cut the stylet along with the catheter and placed the device. A week later, the patient complained of pain and was observed under ultrasound guidance, which revealed that the stylet remaining in the catheter moved into the vessel. The stylet was removed with snare at another facility.